Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00377.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully detached two ruby coils in the target vessel using the handle. When attempting to detach the third ruby coil using the handle, the ruby coil could not be detached. The ruby coil was therefore removed and was not used in the procedure. The procedure was completed using two additional ruby coils and the same handle. There was no report of an adverse effect to the patient.